Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced difficulty completing continuous glucose monitor (cgm) warmup and pairing the freestyle libre 3 plus with the ilet, consistent with intermittent communication failure related to the electrical/magnetic interface and antenna; after toggling the phone¿s nfc setting, the cgm scan indicated three minutes remaining in warmup and pairing then completed successfully. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the cgm and the mobile device during nfc scanning, aligned with intermittent communication failure and device component involvement of the antenna and electrical/magnetic interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.